Manufacturer narrative:
The returned catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the temperature issues seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the inaccurate temperature readings could not be determined.

Event description:
It was reported that during preparation for an ablation procedure using a intellanav mifi open-irrigated ablation catheter the catheter's signals were not appearing on the mapping system and an incorrect temperature was displayed. When initially connected, outside of the body, the catheter's signals did not show up on the mapping system and the catheter's temperature was incorrectly displayed at 70c. No error messages occurred. They first replaced the catheter's cable and then restarted the mapping system; however, the issue was not resolved. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Event description:
It was reported that during preparation for an ablation procedure using a intellanav mifi open-irrigated ablation catheter the catheter's signals were not appearing on the mapping system and an incorrect temperature was displayed. When initially connected, outside of the body, the catheter's signals did not show up on the mapping system and the catheter's temperature was incorrectly displayed at 70c. No error messages occurred. They first replaced the catheter's cable and then restarted the mapping system; however, the issue was not resolved. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.